Event description:
Upon administration of a pneumovax-23 injection, the hub became detached from the threading of the syringe, causing a partial dose to be administered.

Event description:
Upon administration of a pneumovax-23 injection, the hub became detached from the threading of the syringe, causing a partial dose to be administered.